Event description:
It was reported that the vns "was not coming on." It was stated that when the vns was attempted to be interrogated, it was off. The patient began to experience an increase in seizures and it was stated that the seizures would come on faster. It was noted that the patient did not taken her medications the day before the seizures began, but restarted on the day of the seizures. It was noted in clinic notes received that the output current was at 0.00 ma, was able to be increased to 0.25 ma, but then reset to 0.0 ma. The diagnostics were reported to be within normal limits. It was stated that the vns had reached end of service, or eos. While the specific vns model was known to behave erratically and may reset itself when it reaches a very low battery voltage or diagnostics may not be able to be performed, there was not enough data to confirm that this was the cause of the change in the settings. The patient was referred for vns generator replacement surgery. No surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement surgery. The implant card received indicated that the reason was prophylactic and that the battery status indicator was "green - ok." The company representative present at the surgery stated that it took two to three minutes to interrogate the vns and run a diagnostic test, as if the battery barely had enough voltage to communicate. The explanted generator was received by the manufacturer and product analysis was completed. The reported end of service condition was not confirmed in the product analysis, or pa, lab. There was no indication that an end of service condition existed. The reported spontaneous change in programmed settings was no verified in the pa lab. Extensive evaluation of the generator's behavior in the pa lab was performed and no evidence of a spontaneous change in settings or in output signal were identified. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No variations in the output signal were observed and the device provided the expected level of output current. As received, the generator communicated normally and the elective replacement indicator, or eri, flag was not set. The generator performed according to functional specifications. No abnormal performance or other adverse conditions were found with the generator.